Event description:
A confirmed motor stall noted in event logs with no motor stall recovery recorded was reported. The hcp stated she was seeing the patient in the ER (emergency room) due the fact that the patient¿s pump was alarming and he was going through withdrawal, (chills, "feels like crap"). Upon interrogation of the pump the logs showed a motor stall occurred (B)(6) 2013 and tube set 1/2/14. Per the hcp there has been no emi or magnetic interaction with the pump. It was discussed pump replacement and the hcp would be speaking to the follow up hcp regarding replacement. Additional information later reported the pump would be replaced on (B)(6) 2014. The pump was used to deliver infumorph (morphine). Additional information later reported that on (B)(6) the patient was not feeling well. The patient went to ER and found to have gallstones. The surgery to remove gallstones via laparoscope was performed (B)(6). The patient had 4 small incisions around pump performed during surgery. On (B)(6) the patient reported to the va that he was not feeling well and pain increased. On (B)(6), the pump was interrogated, logs read and indicated a motor stall occurred (B)(6), before any surgery. It was indicated the drug infusing in pump was infumorph diluted by pharmacy with preservative free ns from 25mg/ml to 20mg/ml; not compounded from powder; unknown lot #of infumorph. The patient was restarted at morphine 20mg/ml at 5.5mg/day (previously was at 11mg/day which had been weaned down over the last few months from 18mg/day). It was also indicated good csf flow from catheter before and after connecting new pump to current catheter. Additional information later reported the cause of the motor stall has not been determined. Symptoms of withdrawal the patient experienced were chills and shaking. The patient could not hear alarm but was heard by his significant other. The alarm went off every hour. It was further noted that patient did have an ultrasound of the abdomen before cholecystectomy but the motor stall had already occurred. Patient had new pump placed and was doing "very well." The patient was seen in office yesterday (B)(6). It was noted the patient had slight bruising near incision which is considered normal. Patient current dose of infumorph is around 5 mg per day and patient states pain is 0-1 on a scale of 1-10.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to gear wheel 3.